Event description:
In 2006, a physician successfully deployed the emboshield into the left internal carotid artery; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully deployed and positioned; post-stent dilatation was performed using another brand of balloon. It was reported that the pt experienced left sided jaw pain during the procedure and it was greater when the pt moved their head. The pain was better post procedure and prior to discharge it was hardly noticeable. On the next day, the pt was discharge home. Five days later, it was reported that the pt was admitted to hosp with symptoms of severe chest pain and elevated blood pressure. No further is available at this time.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not be able to perform device inspection, or device history record review in this case.